Event description:
It was further reported that "during stent preparation, the sheath covering the stent was removed and it was decided not to implant the device because it was observed that the proximal and mid portions of the stent were detached from the balloon". The procedure was completed with another of the same size.

Event description:
It was further reported that "during stent preparation, the sheath covering the stent was removed and it was decided not to implant the device because it was observed that the proximal and mid portions of the stent were detached from the balloon." The procedure was completed with another of the same size.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified that the stent was stretched and damaged. However, the stent was still secured on the balloon. The balloon did not appear to have been inflated. No kinks or damage were noted along the entire length of the shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Additional information: age at time of event, age at time of event (unit), event date, describe event or problem. (B)(4).

Event description:
It was reported that while unpacking a 2.25x24mm liberte stent during the preparation for a stenting treatment procedure, "the proximal and middle tips were detached when the cover of the stent was removed". The device was not used in the patient. Additional information has been requested and is not available. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).